Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. Visual examination conducted on the returned sample did not show any obvious defect, material degradation or damage. All the components in the catheter appeared to be intact and in good condition. Review on the returned sample showed that the stylet wire was found protruded from the drainage eye of the catheter. However, attempted to remove the stylet wire and re-insert into the catheter was successful without any noticeable failure. The returned catheter and stylet wire were then measured and the results were within specification. The catheter also was tested by inflated the balloon with color water and catheter was function well as per design. Protruded stylet wire most likely to happen when it was not inserted fully till the tip of the catheter. The stylet wire may also protrude if it was removed and wrongly re-inserted such as insertion of stylet wire is made while the tube is bended or curved which caused the stylet wire to poke through the catheter's eyes. Protruded stylet other remarks: wire also likely to happen when the catheter tip or shaft was been pulled and not release properly. In our production, upon completion of inspection and cleaning process, the catheter will be assembled with stylet wire and pack into an inner bag. Each catheter will be inspected for such defect as to ensure no protruded stylet wire was shipped to the customers. With reference to product IFU, the indication and guideline for product and stylet wire inspection is also included to prevent such incident. Based on the investigation conducted, there were no abnormalities found on the returned sample. Protruded stylet wire most likely to occur when it was not inserted correctly or the tube was bended or curved. The total length of the catheter and stylet wire is within specification. The stylet wire could be advanced and removed without any issue. Therefore, this complaint could not be confirmed.

Event description:
The catheter was inserted with the mandarin or stylet and the balloon was inflated. The physician noted blood came with the urine. The balloon was deflated and the catheter was removed. After removal it was noted that the mandarin or stylet was through the drainage eye. Due to the blood the physician assumed an injury, however no further medical investigation was performed, meanwhile the bleeding stopped. Patient was given aspirin prior to the event. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter was inserted with the mandarin or stylet and the balloon was inflated. The physician noted blood came with the urine. The balloon was deflated and the catheter was removed. After removal it was noted that the mandarin or stylet was through the drainage eye. Due to the blood the physician assumed an injury, however no further medical investigation was performed, meanwhile the bleeding stopped. Patient was given aspirin prior to the event. The patient's condition was reported as fine.